Manufacturer narrative:
(B)(4). The device was not returned for eval and testing. The customer's report of delayed valve rebound/return could not be confirmed.

Event description:
Received report that a nurse in the outpatient cancer center noticed, the blue spring didn't retract after flush. No harm to patient or clinician reported. No add'l info was provided.